Manufacturer narrative:
Investigation summary: one photo was provided. It shows three syringes. All do not have the packaging flow wrap. Two of them have the plunger rod-rubber stopper all the way down with no tip cap and no saline solution. One has the plunger rod-rubber stopper at 2ml, it has tip cap and 2ml of solution. Failure mode could not be verified. Investigation conclusion: a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: samples are needed to measure the sustaining force, therefore root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the 10 ml bd posiflush¿ normal saline syringe there were issues with plunger movement. When flushing and sealing operation, the remaining 2ml cannot be pushed. This occurred on 480 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: the nurse of thoracic surgery department of the hospital performed catheter maintenance on the patient's PICC , she used bd flush 10ml for flushing and sealing operation, and the remaining 2ml cannot be pushed, which had occurred in at least 15 cases before.